Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patients pc displayed "cannot connect to the generator, the generator is not responding". Patient had an unrelated procedure and ipg was not placed in surgery mode. Company manufacturer met with patient and several attempts of troubleshooting was unable to solve the issue. As such, surgical intervention was undertaken where in the ipg was replaced and therapy restored.